Event description:
A customer contacted beckman coulter, inc. (Bec) concerning an erroneously high creatinine result of 251 mol/l generated by unicel dxc 800 pro synchron clinical system for one patient. The result was reported out of the laboratory. Repeat testing on the same instrument generated result of 60 mol/l, and the patient result was amended. There was no change to patient treatment or diagnosis.

Manufacturer narrative:
The sample was drawn in a bd vacutainer. Qc was within established ranges. The field service engineer (fse) visually checked the module. No obvious problems were noted except for scratches on the face of the detector housing light pipe and evidence of slight leakage. The fse cleaned the reagent lines and the cup. The fse replaced the stirrer, and verified the operation of the stirrer motor. The fse replaced the reagent pump syringe. The fse replaced the lamp, the sample probe, and wash collar. The fse carried out all mc (modular chemistry) probe alignments. The fse calibrated the mc cups and ran 3 levels of qc, 20 reps each. No fliers were observed. The fse handed the instrument back to the customer to run and monitor. A definitive root cause for this event could not be determined.